Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The lead was capped. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead was repaired instead of capped and remained in use. When an asymptomatic patient presented to the clinic for routine follow-up, the lead exhibited noise which led to inappropriate mode switches. No intervention was reported. The patient would continue to be monitored.